Event description:
It was reported that the ventilator had issues related to o2 concentration. There was no patient harm. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs were reviewed. There were no alarms for high or low o2 concentration, which indicates that the delivered o2 concentration was within tolerance. Clinical alarms for high airway pressure was noted but there is no indication from the user that his has affected the patient treatment. Successful pre-use checks were performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported issues related to o2 concentration has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).